Manufacturer narrative:
Our field service engineer (fse) confirmed the low pressure alarm and found that the compressor was not turning on. The compressor/motor unit was replaced and the compressor was returned to service after successful functional and safety tests. A visual inspection of the returned 115v motor/compressor unit showed that the motor capacitor was leaking. Resistance measurements of the motor capacitor showed that it was defective. Furthermore, one compressor top flapper valve was returned separately, removed from the compressor. A loose flapper/fastening screw will impair the compressors ability to generate compressed air and may damage the compressor. The circumstances around this are not known. The returned motor/compressor unit was tested in a test bench. When connected to ac mains, the compressor motor was making a humming noise but didn't start. The motor capacitor was replaced. When the compressor motor was reconnected to ac mains, the compressor started to generate compressed air. Our conclusion in this matter is, that the returned motor capacitor was defective. The root cause for why the capacitor was leaking and failed, was not established from this investigation.

Event description:
(B)(4).

Event description:
(B)(6) 2016 11:16 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that a compressor had displayed a "low pressure" error code message. There was no patient involvement reported. (B)(4).